Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via the submitted log files. However, the reported event of a no external power alarm when connected to batteries was unable to be confirmed. The submitted log files revealed throughout the log file when connected to battery power, multiple intermittent atypical low voltage alarms on (B)(6) 2026. The alarms were associated with fluctuations in the relative state of charge voltages. The alarms prevent the controller from supporting the pump. A photo was submitted for review and revealed corrosion on contacts 1 (positive power) and 2 (pack positive). The observed damage is consistent with the reported events of low voltage alarms. The 14v li-ion rechargeable battery set (serial unknown) was not returned for analysis. Provided information indicated that the patient report had a no external power alarm, despite batteries being connected. The patient reported that the batteries were charged and that 3 of the 8 batteries would not provide power while the remaining 5 appeared to be functioning. Additionally provided information indicated that the alarms resolved with providing new batteries. Additionally provided information also indicated that the cause of the no external power was determined to be a power outage due to storms while patient was connected to mobile power unit. The additional information also revealed that the cause of the low voltage alarms was determined to be the corrosion on the battery which was likely due to fluid ingress. A root cause for the reported low voltage alarms could not be conclusively determined; however, the observed damage in the submitted photos is consistent with the reports of low voltage alarms. The root cause for the reported no external power alarm when connected to batteries could not be conclusively determined through this investigation. A serial number was not provided, a DHR review was not performed. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 3-¿powering the system¿ and heartmate 3 patient handbook section 3-¿powering the system¿ explain how to clean and maintain proper function of the batteries. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including low voltage advisory alarms, and the actions to take if the issue does not resolve. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had no external power alarms despite batteries being connected. The patient reported that the batteries were charged, with 3 of the 8 batteries not providing power and the remaining 5 appeared to be functioning. The event log file review captured low voltage advisory events on battery power (B)(6) 2026 at 2330-233. There were odd relative state of charge (rsoc) line voltages noted on the black power lead of the system controller. The voltage suddenly dropped to a low voltage state, that triggered the low voltage alarm. There were no unusual events noted in the remainder of the log file. It was reported that the cause of low voltage alarms was due to corrosion to brass connectors, likely from exposure to water, and was resolved as the patient was provided with new batteries.